Manufacturer narrative:
The investigation determined that higher than expected vitros troponin I es results for three different samples from the same patient were obtained using two different lots of vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. The investigation has concluded the most likely cause for the higher than expected vitros tropi es results was the presence of heterophilic antibodies in the patient¿s samples that were interfering with the vitros tropi es assay. This was established with the treatment of one of the patient¿s samples using a heterophilic antibody blocking tube leading to the attainment of an expected result. As detailed in the vitros tropi es instructions for use (IFU), heterophilic antibody interference is a known limitation of the vitros tropi es assay. The issue is isolated to the specific patient samples in question and there is no indication the vitros 5600 integrated system or vitros tropi es reagent malfunctioned.

Event description:
A customer obtained higher than expected vitros troponin I es results for three different samples from the same patient processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient 1, sample 1 vitros tropi es lot 3181 result of 0.3 ng/ml when compared to the hbt corrected vitros tropi es lot 3280 result of 0.023 ng/ml. Patient 1, sample 2 vitros tropi es lot 3280 result of 0.3 ng/ml when compared to the hbt corrected vitros tropi es lot 3280 result of 0.023 ng/ml. Patient 1, sample 3 vitros tropi es lot 3280 result of 0.160 ng/ml when compared to the hbt corrected vitros tropi es lot 3280 result of 0.023 ng/ml. Hbt ¿ denotes the patient sample treated with an hbt (heterophilic blocking tube) prior to testing using vitros tropi es reagent. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).